Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating an allegation of pump flow: ¿in or, rvad stopped flowing. Surgeon opened chest and started manual compressions. It was identified that rp impella clotted and unable to exchange the circuit secondary to hemodynamic instability."

Manufacturer narrative:
The investigation for the low pump flow has been completed. According to the clinical, on the second day of impella rp support the pump stopped flowing. After opening the patient's chest and beginning manual compressions it was discovered that the pump was clotted. The decision was then made to explant the pump and replace it with another device. No product was returned for a visual inspection. Data log analysis confirmed a sudden motor current spike followed by reduced flows with no change in p-level. The most likely cause of the low pump flow was biomaterial. The instructions for use referenced in the initial report is for the impella rp with smartassist system in section: using the automated impella controller with the impella catheter and section: using the automated impella controller with the impella rp with smartassist system catheter. D4-updated model number g1-corrected MFR site name and address in accordance with updated procedures, section h10 has been revised from the initial submission.